Manufacturer narrative:
Update on 20th april 2020 (natus complaint ref. # (B)(4)). Investigation results & findings: review of product evaluation form shows DHR was unable to be reviewed as no serial or lot number was provided. No manufacturing defects or associated capas. (B)(4). Review of medical device hazard analysis shows incident to identify as an acceptable risk. Depot repair could not confirm failure as product was not returned. This issue will be continued to be monitored.

Event description:
Service tech documented in siebel that customer's vtun catheter reading gives an icp reading of -33 mmhg after patient was transported. Replacement catheter was connected and showed a value of 12mmhg.

Manufacturer narrative:
Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. 510k to be provided. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Customer's vtun catheter reading gives an icp reading of -33 mmhg after patient was transported. Replacement catheter was connected and showed a value of 12mmhg.